Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by hardware connections. The field service engineer unseated and reseated all connections in drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had an issue invalid cubie memory. The customer reported able to get medication from another station and there was no delay in dispensing medications to patient. There were no adverse events or injuries reported based on this incident.